Event description:
It was reported that the external pulse generator had no ventricular output. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the heart lead flex was out of electrical specification. Further analysis was then performed on the heart lead flex. This analysis found that the no ventricular output was caused by a diode component failure. (B)(4).